Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively. Explanted device was not returned.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively. Explanted device was not returned. Additional information has been received that the implantable pulse generator (ipg) was no longer functioning as intended.